Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication will not clear from device even though it's unloaded. A technical support specialist (tss) confirmed the customers report of incorrect medication quantities, identified that the reports were including meds loaded in the internal and external return bins, and closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 pocket b3 has hydromorphone 2 mg/ml injection (78457146) physically loaded in the device. However, the system still indicated that hydromorphone 1 mg/ml injection (224880405) was present, even though it had already been removed, and it had combined the quantities of both medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.